Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the patient was female. One of the product was used (the exact amount is unknown). The product was used for hemostasis during surgery. Paracentesis was performed for ascites. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. No medical history, allergy history, concomitant medication information, or treatment details (dose, frequency, dates) were provided. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used intraoperatively for haemostasis. 3. Where was the surgicel used (on what tissue)? Unknown. The specific anatomical tissue was not reported. 4. How much surgicel was used during the procedure? One vial was used; exact gram amount was not reported. 5. Was the surgicel product left in place? Was the excess irrigated and removed? Excess product was irrigated and removed. The physician intentionally performed thorough irrigation using 200 ml of water. 6. What were current symptoms following the index surgical procedure? What was the onset date? The patient developed postoperative fever. The onset date was not reported. 7. What is physician¿s opinion as to the cause of this event? The physician noted that although they have used surgicel powder for a long time, two recent cases developed postoperative fever. They considered the possibility that residual surgicel powder might have contributed, as the fever improved after ascitic fluid was drained, but the causal relationship remains uncertain. 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? Unknown. No specific product deficiency was reported. 9. What is the patient¿s current status? The fever improved after ascites was drained. 10. What is the users experience w/ surgicel powder and other hemostatic agents? The physician has long experience using surgicel powder. Recently, two postoperative fever cases occurred, leading the physician to pay particular attention to thorough irrigation and removal during use. The following information was requested, but unavailable: 11. What was the date of index surgical procedure? Unknown. 12. What were the diagnosis and indication for the index surgical procedure? Unknown. 13. Was there any intraoperative concurrent use of other products? Unknown. 14. What is the lot number? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? What was the onset date? 11. What is physician¿s opinion as to the cause of this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and absorbable hemostat was used. During surgery, there were two cases of fever after recent use of surgicel powder. In the first case, the fever did not care particularly. However, the second case occurred shortly after the first case, and absorbable hemostat was also used in that case. The doctor was asked about irrigation and removal. The doctor said that because fever occurred in the first case, careful irrigation and removal were performed during the second surgery, using 200 ml of water. The doctor also said that blood loss in the second case was small, about 10 ml. The fever improved after ascites was drained, so the doctor considered it possible that absorbable hemostat used in the body affected the fever. The patient was female. There are currently no effects after treatment. The doctor stated that absorbable hemostat has been used for a long time, but these two fever cases occurred recently. The doctor is conscious of performing through irrigation and removal when using absorbable hemostat, and in this case, irrigation with 200ml of water was performed as well. Additional information was requested.